Event description:
Related manufacturer reference number: 2017865-2021-37312. It was reported that the patient presented to the hospital for an explant procedure. During the procedure, while attempting to explant the atrial lead, it was noted to be fractured and while extracting the right ventricular - rv lead the tricuspid valve was torn. The atrial and rv leads were explanted and the patient was in stable condition.